Event description:
One of the co's engineers, while visiting the doctor, found out that about 1.5 months ago three out of six collets were dislodged from the plate intraoperatively. Collets were reassembled into the plate and the surgery was taken to completion.